Event description:
A distributor in another country, reported to us that it was not possible to connect an electrical adapter to the rt100 adult breathing circuit because one of the 2 pins for the heater wire was bent. The crimping connection of the heater wire pin was reported to be inappropriate. No pt consequence was reported.

Manufacturer narrative:
The product referred to in the event description is not sold in the USA, but it is similar to a product that is. The complaint device was visually inspected for heater wire pin damage in the breathing circuit. Results: one of the heater wire connector pins is split and had been bent through further force when trying to insert the heater wire adapter. There is no other similar complaint for the given lot number. Conclusion: the heater wire pins were possibly damaged during production. An improvement was made to the production process to prevent bent pins passing the production test. The lot number shows that this event occurred before the production improvement. Our monitoring and trending for split heater wire pins has a rate of occurrence worldwide for the last year of 0.0794%.